Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a consumer (patient). This case is cross-referenced with the case ID: (B)(6) (same patient). This case concerns a female patient who experienced fluid build-up around her knee after receiving treatment with synvisc one injection. It was reported that the treatment was not working (sub-therapeutic response). The patient had a medical history of device implantation with synvisc one injection (in (B)(6) 2013; did not work), had an operation for torn meniscus (in (B)(6) 2011). It was reported that the fluid had been building up since then around her knee. No concomitant medication or concurrent conditions were reported. On an unknown date in (B)(6) 2013, the patient received treatment with synvisc one injection (dose, route, batch/lot number and expiration date unk) into an unspecified location for mild osteoarthritis. On an unknown date in (B)(6) 2013, the patient experienced fluid build-up around her unspecified knee. The patient reported that the treatment was not working. On unspecified dates in 2013, the patient underwent arthrocentesis 3-4 times after the treatment but the fluid kept coming back. Action taken: unk. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.